Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2. 51 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the availableiegms, noise was observed in the ventricular as well as the far-field channel, confirming the clinical observation. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Next, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis revealed no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 75 months, oversensing was reported. A possible insulation defect of the lead was assumed. The lead and ICD were replaced. The devices were not returned to biotronik. No adverse patient side effects have been reported.